Event description:
On 2/24/96, pt had been up and about in room. When he went into the shower, the catheter fell out. Apparently the pt had told dr that it was loose and needed a couple of stitches. A peripheral line was started. At the time the catheter fell out, an IV of 1000cc d5/1/2ns with 20 meq kcl, 8 mgso4 was running.